Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.